Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 120 mg/dl, 300 mg/dl, and 140 mg/dl. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.